Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) replacement procedure , the right atrial (ra) lead had an insulation problem and the impedance dropped and was low. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.